Manufacturer narrative:
(B)(4). Date sent: 10/22/2025 d4: batch #a97j8k investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97j8k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while attempting to reload ech60l, they were unable to fit a gst60w reload into the cartridge jaw. This was the 10th reload for the procedure, with no issues prior. An additional gst60w was opened to confirm the source of the problem, but was also unable to fit into the cartridge side of the jaw. A new ech60l was opened and both aforementioned gst60w reloads fit with no issue. No further issues presented for the remainder of the procedure. Upon closer inspection, tissue appeared to be lodged in the crotch of the jaw and is suspected to be the source of the issue. Procedure was delayed by 5 minutes. No patient harm was reported. No additional information provided.